Event description:
The patient called lfs alleging the one touch basic meter had shown the battery message the day of the incident when patient attempted to use the meter. Although the battery was replaced later the same day, the issue was not resolved. The customer care rep verified that the meter would not turn on and the meter was replaced with return expected. The medical affairs specialist called the patient 01/2004 and obtained further information. The patient who tests their blood glucose once a day successfully tested in 01/2004, obtaining a reading of 140 mg/dl. Patient attempted to test in 01/2004, however the meter would not power on. In 01/2004 at 5:30 a.m., the day of the incident, the meter showed the battery message. This time, patient began having symptoms of weakness and dizziness along with a headache that patient had been experiencing for several days. Patient followed their normal routine of eating, drinking and medicating. When their symptoms worsened at 5 p.m., along with having difficulty breathing, their spouse took them to the emergency room. The blood glucose on a lab draw 1-2 hours after arrival was "over 700 mg/dl". An IV had been started and IV insulin was given along with a dose of actos. On release from the emergency room their diagnosis was dehyration and hyperglycemia. Their daily regimen did not change upon discharge: morning and evening. Glucovance 5/500 ii tabs and actos 30 mg ii tabs. The patient, "a smoker", has a history of bronchitis, angina, and anemia for which patient takes iron. Patient is also being evaluated for abnormal kidney lab values. Although the patient is "very" anemic, patient is unfamiliar with the term hematocrit and does not know their level. The medical affairs specialist discussed the hematocrit limitations on the one touch test strips and advised patient to share the test strips literature with their physician. Because patient was also testing with expired test strips, patient was trained.